Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the embolization coil was unable to deploy because it "turned into an accordion and waffled inside the catheter". A different coil was used to complete the procedure. It was further noted that the coil was elongated. The patient did not experience any adverse effects due to this occurrence. Additional information was not provided.